Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient's episode was unwitnessed at the airport. It was unsure whether they had coded, but they did lose consciousness and reportedly a bystander provided chest compressions for an unknown period of time. The patient's defibrillator did not endorse any arrhythmia so cardiac arrest was not likely. Vad history showed an isolated low-flow alarm and that the date on the controller was 11feb2000 with time of 21:04:26. The data recorded indicated that pump speed was maintained during these histories. It was unable to be determined when this event may have occurred or how long the pump may have been off due to this event. It was noted that the patient was fine and had traveled back to the implanting center.

Event description:
It was reported that the patient coded at the airport. Log files were sent for review. The periodic log file contained 11 days of data with date / time stamps that indicated there was a pump reset due to total loss of power. The event log file contained ~ 4.5 days of data, most of these data lines were associated with date / time stamps that indicated there was a reset due to total loss of power. A clock synch was performed at (B)(6) 2024 8:43:13. The data recorded indicated that pump speed was maintained during these histories. It was unable to be determined when this event may have occurred or how long the pump may have been off due to this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
E3 - corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed controller clock corrupt alarms indicative of a total loss of power to the system controller that would have resulted in a pump stop. A direct correlation between the heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported code at the airport, could not be conclusively determined through this investigation. The controller event log file contained 256 events. The majority of the events captured in the log file occurred at the default timestamp with an active controller clock corrupt alarm. The clock was reset on (B)(6) 2024 at 08:43:13, and the log file captured an additional 100 minutes of events, approximately. The onset of the controller clock corrupt alarm was not captured in the log file. The pump appeared to have been operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is currently available. This document also contains information that covers all visual/audio alarms and what action(s) should be performed when they occur, as well as a section on handling emergencies (which includes pump stops). No further information was provided. The manufacturer is closing the file on this event.